Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was fractured. The proximal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was breached (clavicle-rib crush) and had cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned and analyzed. The proximal conductor was fractured. All conductors had blood/body fluid (not obstructed). The inner insulation was kinked buckled. All insulators were breached environmental stress cracking (non-electrical). The inner tubing was torn. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the atrial lead showed high impedance and a ventricular lead failure was noted. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.